Event description:
After iabp for 17 hrs, the balloon leaked. On 7/28/98, the following info was reported to datascope: the iab was inserted into the pt on 6/25/98. After iabp for 17 hrs, the "slow helium leak" alarm sounded from the sys 97e pump and blood was noted in the tubing. The iab was removed and a second iab was inserted. (Multiple event to customer complaint number 98-00872). [Event complications]: unk-reported 7/13/98; none-reported 7/28/98. [Pt's current status]: ok rpt'd 7/28/98.